Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was assisted with placing the pump in storage mode. There was no reported adverse impact to customer's blood glucose level.